Event description:
It was reported that the patient reported that the inflatable penile prosthesis failed as there was no fluid, the pump compresses with no effort, makes a squeaking sound and fails to reinflate with fluid. The patient felt no fluid volume in the reservoir. No intervention had taken place.